Event description:
It was reported that during a laparoscopic supracervical hysterectomy and the active blade broke off into the patient. The broken tip was retrieved from the patient. It was not reported how the case was completed but there was no consequence to the patient. No device will be returned.

Manufacturer narrative:
(B)(4), device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.